Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single gripper actuation issue and gripper line break. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4 with a rotated heart. It was noted that one of the grippers would not lower. The clip was removed from the patient and upon inspection it was noticed that the gripper line was broken. The cds was replaced, and the procedure was completed successfully. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper line break and the reported difficult to open or close (single gripper actuation issue) were confirmed via device analysis. The reported difficult to remove was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported/ observed difficult to open or close (single gripper actuation issue) was due to the gripper line break. The reported/ observed gripper line break was due to the difficulty removing the gripper when caught on a leaflet. The reported difficult to remove associated with the gripper catching on the anterior leaflet was due to procedural circumstances (clip interacting with patient pathology/ morphology) in conjunction with challenging patient anatomy (rotated heart). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: it was further reported that the gripper had got caught on the anterior leaflet. Extensive troubleshooting was performed and the gripper was freed with situational steering. After the gripper was free that is when it was noted that one of the grippers would not lower and the gripper line was broken. No additional information was provided.